Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm, diminished battery and delay in buttons. Customer's blood glucose was unknown. Customer stated that insulin pump had scratches on screen or dings by battery cap, customer also had frequent no delivery alarm. The insulin pump will not be returned for analysis.